Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was on (B)(6) 2016. The sensor insertion site is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.